Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus did not confirm foreign material in the nozzle. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There was no patient involvement.